Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, there was a problem in unloading the device, wherein it was not possible to open the reload and disconnecting it from the handle. It was also reported that the jaws of the device lock on tissue and was removed by pulling on the lung tissue. There was no patient injury. Additional information stated that there was no tissue damage, the tissue fell out of the reload after the trigger was turned off.